Manufacturer narrative:
Product returned with additional information, it was reported that suction loss occurred. There was no indication that the suction loss occurred during laser firing. No additional information provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Section h10, additional information: section d9. Device available for evaluation? Yes returned to manufacturer on nov 2, 2023 section h3. Device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Patient interface was received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any debris, loose particles, or fibers. Functionality test was performed, and the result was found within specifications. The reported event was not confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported debris on their patient interface with patient contact in the right eye (od) oculus dexter. Procedure was completed by switching out the patient interface. No patient injury reported. No further information provided.

Manufacturer narrative:
Section a2, a4 and a5: unknown, requested and was not provided. Section d6a: if implanted, give date: not applicable, as the patient interface is not an implantable device. Section d6b: if explanted, give date: not applicable, as the patient interface is not an implantable device. Section h3-other (81): the patient interface was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted. H3 other text : see h10